Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. The pt was being treated for acute myocardial infarction and ventricular tachycardia in the emergency department. At an unspecified time, channel 1 of the device was programmed to deliver magnesium sulfate 2gms/500ml, at a rate of 50ml/hr, for a duration of 1 hour, and the delivery was started. No further programming parameters were provided. At an unspecified time, the pt left the hospital via ambulance for transfer to a higher level facility. It was reported that the pt was also receiving amidarone 1ml/kg, dopamine 16mcg/kg/min, and oxygen at 15l/min per mask. At 2234 during the ambulance transport, the pt became apneic. The pt was intubated and became pulseless. It was reported that cardiopulmonary resuscitation was initiated. The pt went into asystole and was treated with epinephrine 1mg intravenous push every 5 minutes, the number of times were unspecified, and atropine 1mg every 5 minutes times 3. The ambulance was rerouted to another facility and upon arrival to the emergency department, the pt continued to be asystolic. At this time, the paramedic noted that the magnesium container was empty. It was reported that the pt was stabilized in the emergency department. The device was removed from clinical service. During testing at the user facility, the device passed testing for delivery accuracy. On (B)(6) 2011 at 1930, the pt expired. The reported cause of death was cardiac arrest. It was reported that following a review of the device history at the user facility, the customer contact indicated the device was incorrectly programmed to deliver the magnesium sulfate at a rate of 500ml/hr instead of the intended rate of 50ml/hr. Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The device passed testing at the user facility and was returned to clinical service. The customer contact indicated the event was the result of an operator error in programming the device. The device history was downloaded at the user facility. A review of the device history found that on (B)(4) 2011 at 2101, channel 1 of the device was programmed to deliver magnesium 2g/100ml, at a rate of 500ml/hr, with a vtbi (volume to be infused) of 500ml, for a duration of 1 hour. The programming exceeded the dose limit of 50ml/hr, the override option was chosen, and the delivery was started. From 2101 to 2150, the device alarmed for n186 (distal occlusion) 8 times. At 2221, the device alarmed n616 (line a vtbi complete). At 2222, the device was turned off. A review of the device history indicated that the device delivered as programmed. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).